Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 65 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. A ligature mark was found 40 cm proximal to the lead tip. The conductor coil was found fractured 41 cm proximal to the lead tip, which is assumed to be the root cause of the reported loss of capture and sensing. The fracture in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region in combination with the suture sleeve position. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to no capture and no sensing with suspicion of fracture. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.